Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During tka surgery, the wire of the insert separated when the surgeon striked the insert into the tibial base plate.

Manufacturer narrative:
Reported event: an event regarding damage involving a scorpio insert was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned device shows the locking wire dislodges from insert. Examination of the returned device with material analysis engineer indicated that the event is not material related. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the returned device shows the locking wire dislodges from insert prior to assembly. Examination of the returned device with material analysis engineer indicated that the event is not material related. The root cause couldn't be determined due to insufficient information. If the additional information is received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
During tka surgery, the wire of the insert separated when the surgeon strike the insert into the tibial base plate.